Event description:
It was reported that during a procedure of the heavily calcified, proximal right coronary artery, the xience v stent delivery system was unsuccessful in crossing the lesion. It was noted that after removal from the anatomy the stent implant had flared stent strut and was possibly loose on the balloon. Additionally, the patient was treated with percutaneous balloon angioplasty without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided. Return device analysis revealed that the stent implant was returned loose on the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) was noted blood on the stent implant and on the balloon. There was no contrast visible. The stent implant was returned loose on the balloon confirming the reported unstable stent. The middle and proximal portion of the stent were stretched confirming the reported stent damage. There was no other damage noted to the stent implant. There were crimp marks on the balloon where the stent had been between the markers suggesting the stent was properly and firmly placed at the time of manufacturing. The balloon was tightly folded. There were multiple bends in the hypotube distal to the strain relief tubing for a length of 68 cm. The noted bends were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no other damage noted to the sds. The tip length and distal outer diameter of the stent were measured and met manufacturing criteria. The proximal and middle outer diameters were not measured due to the damage noted to the stent implant. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use. It was reported that the lesion was heavily calcified which appears to have contributed to the reported failure to cross and subsequently led to the stent damage and loose stent during removal. In this case, the reported failure to cross, stent damage and loose stent appear to be related to the operation context of the procedure and there is no indication of a product quality deficiency. A review of the device lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and no other incidents have been reported for unstable stent or stent dislodgement for this lot. All stent delivery systems are inspected for stent damage, proper stent placement and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.